Event description:
The unit was returned to covidien service center with no failure information. Covidien service center found the unit had a lack of segments in the display. No pt harm reported.

Manufacturer narrative:
It is confirmed that the display has missing segments. The customer was provided with the end of life letter and a quote to repair the unit. There no response to the quote.